Event description:
It was reported that a user experienced elevated blood glucose while using the ilet, with a reported value over 217 mg/dl that decreased to 172 mg/dl, and a confirmatory fingerstick of 158 mg/dl, with education and troubleshooting completed. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention or hospitalization. Investigation included technical support review and use counseling. Investigation of this case revealed no device malfunction and blood glucose returned toward target with user monitoring. It was concluded that the event was consistent with transient hyperglycemia of unclear cause without injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence."